Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The patient's father contacted their physician regarding the patient's irritation but did not provide further event details. No additional event or patient information is available.